Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B1 and b2 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a system problem, the battery cover was broken off, the battery was coming apart, and there was controller problem was unable to continue, contact manufacturer. The patient reported that the battery door broke off when she was doing troubleshooting with the manufacturer representative (rep). Also, the system problem screen showed up when the patient was trying to charge the implantable neurostimulator (ins). A rep with the patient did multiple reset, which did not resolve the issue and a replacement was suggested. The system problem screen was displayed when the recharger was connected and the lithium battery pack was being used. Troubleshooting steps were carried out and the controller wouldn't power on after doing the reset. On (B)(6) 2019, the patient reported that her stimulator was taking a long time to charge and she has had the issue with getting poor recharge quality (screen 76) since implant. The patient tried repositioning the recharger over the implant and made sure the antenna was on her skin. During troubleshooting, the patient was able to get excellent charge quality when she bent over and was pushing the recharger against the implant. A replacement controller and lithium battery pack were sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. Additional information was received on april 23rd, 2019, from a manufacturer representative (rep) and the patient. It was confirmed that the implantable neurostimulator (ins) was at 50% and the controller was at 100%. It was confirmed that the patient wasn't near anything that would cause an issue with connecting to the ins. The rep stated that the patient's ins was sufficiently superficial and the ins might be slightly tilted, but this wasn't an explicit diagnosis, rather a consideration. When the rep tries to connect the controller to the ins, he was getting no device found (screen 16) with and without the charger attached. Troubleshooting during the report did not resolve the issue. There was a brief poor quality during the charging. Later on, the rep was able to connect and the controller indicated that the patient's ins was low and needed to be recharged. The controller was still at 100%. After this incidence, when the recharger was plugged, it didn't prompt the screen to position over the ins. The rep noted that the patient was at 7.8 ma, 20 hz and the recharger hasn't been replaced yet. There were no further complications or anticipations reported with this event. Additional information was received on april 24th, 2019, from the manufacturer representative (rep) that an interrogation with the battery was made with the rep's tablet after the report on the 23rd. The tablet recognized the battery and allowed the rep to select the correct serial number. However, the rep got the recharger battery indicator immediately. The rep was able to read the battery very easily. In addition, it was clarified on april 25th, 2019, that a recharger was sent to the patient on feb 221st, 2019. The rep would consult the healthcare professional (hcp) for possible repositioning on the ins. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Product analysis #703107103:analysis information : 2019-09-06 10:21:22 cst pli# 30 product ID# 97715 device evaluated by MFR: standard testing such as visual inspection, output and telemetry testing, and functional testing were carried out. The device passed all testing in the laboratory and no anomalies were found. The implantable neurostimulator (ins) charged with excellent recharge coupling. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Fdm 10/b01, fdc 67/d14 fdr 213/c19 applies to the implantable neurostimulator (ins). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that it wasn't confirmed that the implantable neurostimulator (ins) tilted. It was also reported that the patient was authorized for a pocket revision. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-jul-25 reporting that the new recharger and new controller did not resolve the issue syncing with the battery and only getting the controller to connect to the battery when the patient was in odd positions. A procedure occurred on the day of the report and the controller could not sync and sometimes displayed an error code. The implantable neurostimulator (ins) was explanted. A new ins was tested and was able to be connected to in the box. It was connected to the leads and successfully tested with the controller again. In post-op the patient was able to successfully connect with the recharger and had excellent recharging. The ins was returned and received for analysis by the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) that the issue at this time has not being resolved. Also, a revision date was scheduled for (B)(6) 2019. There were no further complications or anticipations reported with this event. There were no further complications or anticipations reported with this event.